Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and a symptom of unconsciousness. Also also customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The low blood glucose event value of 28 mg/dl. The customer reported that the hypoglycemic event was treated with intravenous (IV) therapy. The emergency medical services (ems) were dispatched, and the customer was hospitalized for less than 24 hours for further treatment. The event involved product(s) mmt-1884, mmt-332a, mmt-243at, mmt-7040a. Troubleshooting was performed for hypoglycemic event. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. Troubleshooting was not performed for difference between glucose values. The customer reported sensor glucose value of 190mg/dl at the time of incident. The difference between glucose values were outside the acceptable range. No further patient complications were reported. No product replacement or return was required for mmt-1884, mmt-332a, mmt-243at, mmt-7040a.